Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample were able to confirm the customer's result. It was determined that the sample contained an interfering factor to the streptavidin present in the ft4 assay. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for one patient sample tested with elecsys thyroid assays. Of the measured tests, the sample had an erroneous result for free thyroxine (ft4) that was reported outside of the laboratory. It was stated that the customer has reported previous events of the same nature. No other details were provided regarding these previous events. The sample initially resulted as 28 pmol/l for ft4 on an e602 analyzer. The sample was repeated on an abbott architect i2000 analyzer, resulting as 13 pmol/l. The sample was treated in a heterophile blocking tube and repeated on the e602 analyzer, resulting as 17 pmol/l. The treated sample was also repeated on the abbott architect i2000 analyzer, resulting as 13 pmol/l. All results were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). It was stated that sample treatment with the heterophile blocking tube shows that there is interference for all elecsys thyroid tests.